Event description:
The customer reports that the device cut but did not staple. The surgery time was extended. Another device was used to complete the procedure.tion, etc.?) 17. What is the UDI number of the device(s)?